Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the strips. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 7 on the display of their adc device upon test strip insertion and blood sample application. As a result, customer experienced tremors, sweating, pale, cold, vomiting, seizure, and loss of consciousness. Customer was seen at a hospital and reportedly diagnosed with hypoglycemia, however no treatment was reported. Laboratory glucose results of 94 mg/dl and 178 mg/dl were obtained. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 7 on the display of their adc device upon test strip insertion and blood sample application. As a result, customer experienced tremors, sweating, pale, cold, vomiting, seizure, and loss of consciousness. Customer was seen at a hospital and reportedly diagnosed with hypoglycemia, however no treatment was reported. Laboratory glucose results of 94 mg/dl and 178 mg/dl were obtained. No further information was provided. There was no report of death or permanent impairment associated with this event.